Event description:
Consumer states, he purchased this chair second hand from someone, and when he pushes the joystick forward he notices that the chair does not drive straight forward, it veers to either side. Consumer states, it is possible that he is causing the veering because he is not use to driving a power chair.